Manufacturer narrative:
The reported event was unconfirmed. Received 5 mec lot samples for evaluation. The samples were visually inspected for holes or damage on the package, legibility of printed numbers and letters, expiration date, correct impression, print color, missing parts of printing, position of printing, damaged component, and foreign matter. This product is a non-adhesive silicone mec and is manufactured without adhesion; therefore, it cannot have strong adhesive. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "description/indication the natural catheter is a non-adhesive, all-silicone male external catheter designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precautions do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for periods longer than 24 hours may increase the risk of complications. Applying strap tightly may cause injury to the penis from decreased circulation. Keep strap clean and dry. Directions: to apply catheter wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Unroll catheter over penis. Gently wrap strap over catheter around penis and secure with hook and loop closure. Ensure strap remains over catheter sheath. (To maintain hook and loop closure function, keep hook and loop closed when strap is not in use.) Important: to avoid injury, do not overtighten strap. Connect to drainage device. To remove catheter remove strap by separating hook and loop closure. Gently roll catheter off the penis." (B)(4).

Event description:
It was reported that the adhesive of the catheter was too strong.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the adhesive of the catheter was too strong.